Manufacturer narrative:
A steris service specialist arrived onsite and found that user facility personnel were not using the correct suction canister accessory to their trufreeze system as stated in the devices operator manual. The operator manual states (pg.6), "suction canister- bemis disposable high flow, high pressure canisters are purchased independently and used with the system." No issues were noted with the function or operation of the trufreeze system. While the steris service specialist was onsite, he counseled user facility personnel on the proper use and operation of the trufreeze system. No additional issues have been reported.

Event description:
The user facility reported that their trufreeze system would not operate while in the procedure mode setting subsequently causing the procedure to be postponed. No injuries were reported.

Manufacturer narrative:
A steris service specialist arrived onsite and found that user facility personnel were not using the correct suction canister accessory to their trufreeze system as stated in the operator manual. The service specialist counseled user facility personnel on the correct suction canister to be used. The service specialist also found that the suction pump required replacement, and the foot pedal to be worn. The service specialist replaced the suction pump and foot pedal, tested the trufreeze system and confirmed it to be operating according to specification. The operator manual states (pg.6), "suction canister- bemis disposable high flow, high pressure canisters are purchased independently and used with the system." No additional issues have been reported.